Event description:
It was reported that when using the bd pyxis¿ es server, key was not issued out when trying to get an external item. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the item was not set up as a key combo item properly. A technical support specialist (tss) advised customer to issue out the key through override as a temporary fix. Further the customer was advised to contact pharmacy to get the key combo to be set up properly. The system functioned as intended after the technical support specialist investigated the issue.